Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported the patient is deceased and died approximately two weeks post implant of the implantable pulse generator (ipg) system. It was further reported that the patient was to be transferred to the hospital due to cardiopulmonary arrest and that the patient was deceased upon arrival. It was reported that ventricular fibrillation (vf) was confirmed via device interrogation. The patient¿s one week post implant device check noted no anomalies. Additional information obtained reported the cause of death as idiopathic ventricular fibrillation and that there was a possibility that the vf had occurred due to a lead dislodgement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant product: 457453 implantable pacing lead, implanted: (B)(6) 2013; 5086mri58 implantable pacing, lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.